Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The initial complaint appeared to be a reportable occurrence. Once the sample was returned and evaluated it was determined that a reportable event had not occurred. Microscopic inspection of the sample did not reveal any evidence of current or prior leakage. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion and aspiration with no observed leaks. No leaks were observed during sustained (>15 seconds) hydraulic pressurization of the sample.

Event description:
30.12.2020 documented red booklet: flush is sluggish. On 31.12.2020 documented: PICC line not bleeding back flushing slughishly. Then noticed blood and fluid leaking on flushing. Line removed as unable to use for chemotherapy. Checked for possible fracture of line and chris will send to bard for assessment. Chemotherapy given via cannula, last treatment next week. On 31.12.2020 documented: asked to review PICC today , unable to aspirate. Was seen yeasterday on PICC clinic. Was difficult although they managed to get a small amount of blood. Line was flushing with ease. Today line flushing well but no aspiartion. Fluid challenge started and this resulted in fluid leaking form entry site in time with the pump function. Line placed 06.11.20 with 35% occupentacy right basilic. 43cm internal 0cm external cut length 43cm bn: redz1699 . No exteranl line migration. Due to leakage from entry site PICC removed today. Examined no obvious signs of fracture. No remarkable issues since insertion. PICC isolated and packaged. Consultant informed. Patient is on weekly paclitaxel has 1 more session after today. Line removed no issues on removal 43cm intact.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redz1699 showed one other similar product complaint(s) from this lot number.

Event description:
30.12.2020 documented red booklet: flush is sluggish 31.12.2020 documented: PICC line not bleeding back flushing sluggishly. Then noticed blood and fluid leaking on flushing. Line removed as unable to use for chemotherapy. Checked for possible fracture of line and chris will send to bard for assessment. Chemotherapy given via cannula, last treatment next week. 31.12.2020 documented: asked to review PICC today, unable to aspirate. Was seen yesterday on PICC clinic. Was difficult although they managed to get a small amount of blood. Line was flushing with ease. Today line flushing well but no aspiration. Fluid challenge started and this resulted in fluid leaking form entry site in time with the pump function. Line placed 06.11.20 with 35% occupancy right basilic. 43cm internal 0cm external cut length 43cm bn: redz1699 . No external line migration. Due to leakage from entry site PICC removed today. Examined no obvious signs of fracture. No remarkable issues since insertion. PICC isolated and packaged. Consultant informed. Patient is on weekly paclitaxel has 1 more session after today. Line removed no issues on removal 43cm intact.